Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the battery cap was unable to be tightened securely to the pump and the yellow o-ring was still visible. This complaint is being reported because the reported issue was not resolved and troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the pump was returned with the battery cap stripped and unable to secure. A test cap was able to be secured properly. There was no evidence of stripped threads in the battery compartment. Unrelated to the original complaint, the display was dim and the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.